Event description:
In 2009 preoperative diagnoses: status-post auto versus pedestrian. Right femur fracture. Postoperative diagnoses: status-post auto versus pedestrian. Right femur fracture. Procedures reformed: intramedullary nailing of right femur. Traction pin removal. Discharge diagnosis: right distal femur fracture status post intramedullary nail at approx 6 wks later, a female status post auto/pedestrian accident in 2008, and underwent closed medullary nailing of the right transverse femur fracture. In ,2009, she has been seen in clinic several times. She has been weightbearing as tolerated. She is doing pretty well. The patient still complains, however, of thigh pain and spasm, as well as right knee pain. However, she has been ambulating fairly well. Is still unable to perform some of the positions she needs for work, such as squatting very deeply and bearing weight on her knees with her knees on the floor. In 2009, the patient is a female who was involved in a motor vehicle collision approximately 6 months ago. At that time, she sustained an isolated right transverse femoral shaft fracture. She was treated with antegrade femoral nailing at that time. She had progressed very well at the 3-month mark. She was advancing her weightbearing to weightbearing as tolerated. However, while at work, she twisted her leg and felt a pop. Radiographs at that time demonstrated failure of her hardware through her proximal interlocking hole with a broken nail. As she had pain at her site, it was presumed that she had a nonunion, and it was felt that she would benefit from nonunion repair. Preoperative diagnosis: right femur nonunion with hardware failure. Postoperative diagnosis: right femur nonunion with hardware failure. Procedure performed: repair of right femur nonunion. Major autograft/bone graft harvest -ria bone graft harvest-. Removal of hardware, implant deep.